Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery on (B)(6) 2021. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient underwent an outpatient incisional hernia repair on (B)(6) 2021. The patient had been experiencing drain complications, was sent for diagnostic testing (specifics not provided) on approximately (B)(6) 2021. The patient was diagnosed with an abdominal incisional hernia and would require surgery to repair. The pdrn stated the patient successfully underwent an outpatient hernia repair on (B)(6) 2021 and was released the same day. The patient returned home and resumed ccpd utilizing the same liberty select cycler as before. The patient¿s fill volume was decreased to 1200 ml per fill, until the beginning of june. Per the pdrn, the patient¿s liberty select cycler did not malfunction; however, the patient¿s incisional hernia was created and/or worsened since beginning pd for rrt.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an incisional hernia (characterized by drain complications), which warranted surgical intervention. The pdrn attributed the hernia¿s formation to the surgical insertion of the patient¿s pd catheter (not a fresenius product), prior to beginning ccpd for rrt. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred causing the events. However, the liberty select cycler cannot be excluded from having a contributory role in the exacerbation of the patient¿s incisional hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of an incisional hernia formation.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery on (B)(6) 2021. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient underwent an outpatient incisional hernia repair on (B)(6) 2021. The patient had been experiencing drain complications, was sent for diagnostic testing (specifics not provided) on approximately (B)(6) 2021. The patient was diagnosed with an abdominal incisional hernia and would require surgery to repair. The pdrn stated the patient successfully underwent an outpatient hernia repair on (B)(6) 2021 and was released the same day. The patient returned home and resumed ccpd utilizing the same liberty select cycler as before. The patient¿s fill volume was decreased to 1200 ml per fill, until the beginning of june. Per the pdrn, the patient¿s liberty select cycler did not malfunction; however, the patient¿s incisional hernia was created and/or worsened since beginning pd for rrt.